Event description:
In 2009, the pt underwent endovascular repair for an aneurysm in the descending thoracic aorta. An ulcer was noted distal to the origin of the left subclavian as well. The first gore tag thoracic endoprosthesis was deployed distal to the aneurysm with no complications. A second gore tag thoracic endoprosthesis was deployed proximal to the aneurysm, and distal to the left subclavian, but did not fully deploy. While the balloon catheter was being advanced, it caught on the first gore tag thoracic endoprosthesis and pushed the device proximally, covering all of the great vessels. The pt was converted to open repair, and is reported to be doing fine.

Manufacturer narrative:
Further investigation is pending.